Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated vitros tropi es results were obtained from two patient samples processed on a vitros 5600 integrated system. A vitros tropi es reagent and an instrument issue cannot be ruled out as potential contributing factors. In addition, the investigation could not determine if the customer had processed the patient sample in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor. Finally, the customer was using an expired vitros tropi es lot 1370 calibration at the time the patient samples were processed, therefore user error cannot be ruled out as a contributing factor. The root cause of this event is unknown. The investigation is ongoing.

Event description:
The customer obtained higher than expected vitros tropi es results from two patient samples processed on the vitros 5600 integrated system. Patient 1 tropi es=0.065 vs. Expected < 0.012 ng/ml. Patient 2 tropi es=0.067 vs. Expected < 0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The results were not reported from the laboratory and there was no allegation of patient harm as a result of the event. (B)(4).